Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable result for one patient sample when tested for intact human chorionic gonadotropin + the ss-subunit (hcg+ss). The patient was tested for hcg+ss and a result of < 0.1 mui/ml was reported outside the laboratory. On (B)(6) 2013 the gynecologist performed an ultrasonic exam and determined the patient was pregnant. The gynecologist estimated the pregnancy had begun around the beginning of (B)(6). A sample that had been drawn in parallel with the originally tested sample was thawed and tested with an hcg+ss result of 185, 246 mui/ml. The customer stated the device did not cause or contribute to a death or to an injury or illness or deterioration in health. The customer stated it was unknown if they patient was harmed by any actions taken due to the result. The lot number of hcg+ss reagent used was 171601. The customer was asked for the expiration date, but did not provide it. The investigation determined no reagent issue was evident.

Manufacturer narrative:
The investigation was unable to determine a root cause.